Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported event was confirmed as a suture retrieval issue, as the device was returned with the suture loop in the suture bearing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and mildly calcified left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, one device in the lcfa did not have a suture present when the plunger was removed. Two more devices at the rcfa also did not have suture present when the plunger was removed. A cut down was performed to proceed with the evar procedure, the sheath was up sized to 16f and the procedure was completed. Hemostasis was achieved via surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.